Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the ¿ok¿ button was responding intermittently. Reporter stated that the keypad symbols were worn but there was no damage to the rubber keypad. Reporter denied that there was trauma and moisture exposure to the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.